Event description:
Allergan aesthetics received a voluntary medwatch (mw5170716) from FDA reporting, "I had coolsculpting on my abdomen on (B)(6) 2025. I noticed hard and large lumps in four places where the suctions were placed on my abdomen. I told this to the clinic that did the coolsculpting and went in to be checked by the medical director. He confirmed and diagnosed me with pah (paradoxical adipose hyperplasia). I was told the only way to fix the extra fat and deformed abdomen is to have liposuction done but that I had to wait at least 9-12 months or it could return."

Manufacturer narrative:
Correction data: d6a

Event description:
Allergan aesthetics received a voluntary medwatch (mw5170716) from FDA reporting, "I had coolsculpting on my abdomen on (B)(6) 2025. I noticed hard and large lumps in four places where the suctions were placed on my abdomen. I told this to the clinic that did the coolsculpting and went in to be checked by the medical director. He confirmed and diagnosed me with pah (paradoxical adipose hyperplasia). I was told the only way to fix the extra fat and deformed abdomen is to have liposuction done but that I had to wait at least 9-12 months or it could return."

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.